Event description:
The device was used during an unspecified procedure. Reportedly the tip of the hook probe disengaged into the pt's cavity. The surgeon was unable to retrieve the component. No pt injury.